Manufacturer narrative:
Additional information was added to h6 and h11. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a fluid leakage at the level of the connection between the effluent post pump line and the luer connector. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the effluent line of a prismaflex tpe 2000 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.